Manufacturer narrative:
The following additional information received per the medical records, indicate that the patient had a history of right popliteal deep vein thrombosis (dvt), sleep apnea, morbid obesity and peptic ulcer disease. The patient had been on anticoagulation, however, due to the disease developed anemia with signs of intestinal bleeding. During the filter implantation procedure, the vena cava appeared to be normal and filter was deployed below the renal veins. The patient tolerated the procedure well and was taken to recovery in stable condition. According to the patient profile form (ppf), the patient became aware of the reported events eleven years and eight months post implantation. The patient also reports to be suffering from mental anguish. As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The following additional information received per the medical records, indicate that the patient had a history of right popliteal deep vein thrombosis (dvt), sleep apnea, morbid obesity and peptic ulcer disease. The patient had been on anticoagulation, however, due to the disease developed anemia with signs of intestinal bleeding. During the filter implantation procedure, the vena cava appeared to be normal and filter was deployed below the renal veins. The patient tolerated the procedure well and was taken to recovery in stable condition. The patient underwent an updated computerized tomography (CT) scan which revealed that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, significant migration and significant perforation of the inferior vena cava (ivc) by approximately 4 struts. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the patient profile form (ppf), the patient became aware of the reported events eleven years and eight months post implantation. The patient also reports to be suffering from mental anguish. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The exact implant date is unknown, if received it will be provided. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. On or about ten years and 4 months later, the patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, significant migration and significant perforated of the ivc due to approximately 4 struts. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration and perforation could not be confirmed and the exact cause could not be determined. A clinical conclusion could not be determined as to the cause of the event. It is unknown if the migration contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is also a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter on or about (B)(6) 2005. In or about (B)(6) 2016, the patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, significant migration and significant perforated of the ivc due to approximately 4 struts. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.